Event description:
The customer reported that their AED's asi light is blank and the AED does not speak. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported that the asi light is blank and does not speak.. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.